Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had printer issues. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings and investigation conclusions) h10. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse was unable to reproduce the problem stated. Upon initial inspection, actually fse had found that the printer paper to be out of the printer. Then the fse had placed the printer paper in printer and was able to print a full strip. Even during the period of an inspection fse had found that he could print several strip from the diagnostic mode with no issues. The fse had performed all the functional checks and calibration verifications. The unit had passed all the and is now ready for clinical use.